Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 455 mg/dl to over 600 mg/dl, with moderate ketones. Customer gave a correction bolus via the pump, and a manual injection to address bg level and went to the emergency room (ER). The customer was released from the ER a few hours later with the issue resolved and no permanent damage; no treatment was given at the ER. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.